Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer's blood glucose was in 50' - 60's mg/dl and then went to 200-220 mg/dl. The customer was also reported that cannula was bent. The insulin pump will not be returned for analysis.